Event description:
It was reported the customer had a crack on their insulin pump. It was also found the customer's reservoir had fallen out from the insulin pump. Customer's blood glucose was 156 mg/dl. No additional information provided.

Manufacturer narrative:
Pump was received with broken reservoir tube lip, missing reservoir o-ring and cracked battery tube threads. (B)(4).